Event description:
The patient started having numbness in her face and they were not sure if it was related to the pump. The hospital wanted to admit the patient, but they would not let the patient be admitted because a refill was due the next day and no one at the hospital knew about the pump. The device system was used to deliver morphine. Additional information had been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).